Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. --during passage through tissue a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2026 and suture was used. It was reported that total 3 products where the suture pulled off from the needle occurred in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former, one needle and one suture were received for analysis. Product code vcp433. The swage and attachment area of the returned sample were noted to be as expected. The barrel hole of the needle showed no suture remnant was found. The suture was examined, and the insertion mark was observed to be as expected. The force used to detach the needle from the suture could not be determined. A photo was provided showing three winding formers and three needle inside a plastic bag. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, it is not possible to definitively determine the root cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.